Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure the left ventricular (lv) lead would not allow a competitor guidewire into the inner lumen of the lead. The lead was removed and another lead was used to successfully complete the procedure. No patient complications have been reported as a result of this event.